Manufacturer narrative:
Concomitant product: product ID neu_stylet_acc, serial# unknown, product type accessory. (B)(4).

Event description:
The doctor was disappointed with the stability of the stylets. Nearly every trial the doctor does the stylets are not stiff enough and bend easily. The stylets are too flimsy and are not durable enough to pass in and out of the lead multiple times. During a typical implant he trades out the stylet from straight to the bent about 5 times per lead. The extra stylets are obtained by opening up revision kits. The stylet eventually bends and will no longer advise into the lead.